Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn-cap y tubing clamp was missing. The following information was provided by the initial reporter: before opening the package, customer found the clamp of the indwelling needle was missing, customer wanted to know the reason.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-18. H6: investigation summary: a device history review was conducted for lot number 0028395. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, after reviewing the submitted sample our engineers have determined that the most likely root cause for the missing clamp is the automated packaging line. Alignment variations have been able to replicate the observed failure mode after contact with a hard surface was observed knocking a slide clamp loose during packaging.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn-cap y tubing clamp was missing. The following information was provided by the initial reporter: before opening the package, customer found the clamp of the indwelling needle was missing, customer wanted to know the reason.